Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, at the first firing, the powered stapler and the first reload were used and an abnormal noise was heard and the device was unable to be fired. A new cartridge was used with a manual stapler, and firing was performed. The manual stapler and the second reload were used, an abnormal noise was heard at the time of firing and the device was unable to be fired. The firing was performed with a new cartridge. The sales rep connected the cartridges to the powered handle at the site to check cartridge status. The first reload was displayed as fired. The second reload was displayed as not fired. There was no patient injury.